Manufacturer narrative:
Further information was requested but not received. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was noted that a battery performance alert was triggered. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The patient was stable post interrogation and treated with medication.

Event description:
New information received states that the implantable cardioverter defibrillator (ICD) was explanted and replaced without complications. No adverse events were reported and the patient was stable post procedure.